Event description:
It was reported that during a ptca procedure, the balloon catheter had been used successfully and removed from the pt. After removal the catheter was returned to the packaging hoop. The catheter was removed from the packaging hoop and was being advanced into the guide catheter when the shaft broke. No pt injuries or complications occurred.